Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 22, 2007, the lay user/patient contacted lifescan alleging that his one touch ultra does not turn on. The patient attempted to test on his meter at 11.30pm-12 am in 2007, but the meter did not turn on. The patient admitted that he got the meter wet earlier that night between 9-10 pm. At the time of the attempted test, he stated that he did not have any symptoms and continued taking his usual dose of insulin (unknown type/doses). The next morning at 9 am (before breakfast), he attempted to test again on his meter but it still would not turn on. He claimed that he did not have any symptoms and ate his breakfast. About an hour later, the patient developed symptoms of an upset stomach and dry mouth. At 11:30 am the same day, he administered self-care with 14 units of lantus (usual dose) and 4 units of novolog. He indicated that he felt he needed about 5 units of novolog but he took less. The product did not malfunction since there was misuse of the product. However, this complaint is being reported because the patient allegedly developed symptoms approximately 12 hours after he made 2 attempts to test on his meter. The meter, test strips, and control solution were replaced.